Manufacturer narrative:
Concomitant medical products: 459888, lead, implanted: (B)(6) 2020; 310c31, tissue valve, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The cardiac resynchronization therapy pacemaker (crt-p) and leads remain in use. No further patient complications have been reported as a result of this event.